Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions to reset the pump, assisted the caller with this process, and advised them to continue using the pump while monitoring for any recurring issues.